Event description:
Device was serviced on site at the facility for a reported condition of depleted batteries. Customer reported there were no patient injuries associated with this report and there have been no incident reports filed since the last baxter service event. Customer did not have information whether incident occurred during patient infusion.

Manufacturer narrative:
The pump is not available for evaluation. The device has been requested but has not been received. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.